Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate. The surgeon said the suture holes are too sharp and they kept cutting the sutures. No further information was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Corrected data narrative: lcp periarticular proximal humerus plate was reported in error.

Event description:
This report is 1 of 1 for complaint (B)(4).